Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08620 inches. Device was monitored for 2 days. No blank display noted. Power error due to j6 connector resistance issue. No critical pump error, failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time..

Event description:
The customer reported via phone call that the insulin pump had critical pump error and replace battery alarm. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer received change battery alarms without low battery alarm. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.